Event description:
A pt presented to her physician with heavy bleeding and right lower quadrant pain 1 week following the essure procedure. The physician treated her with advil and antibiotics. The pt's pain and bleeding continued for another 3 weeks and, eventually, she was unable to work without pain medication. An hsg was performed on the pt; this showed the left essure micro-insert in good position with tubal occlusion. There was no occlusion on the right and the physician said, the micro-insert appeared to be bent back on itself like a hairpin. The physician performed a hysteroscopy where he found one end of the right micro-insert protruding through the tubal ostium and the other end protruding through a nearby "false ostium" in the endometrium. The physician reported that he removed the micro-insert easily and then cauterized the right tube through the laparoscope. Eight weeks following the essure micro-insert removal, the pt reported to her physician that she is pain free and only complained of weakness and fatigue. The physician stated that he believes the essure micro-insert was responsible for the pt's pain.